Event description:
It is reported that the equipment has a mechanical ventilation failure and has stopped working. After inspection by the engineer, it was found that the heating device of the equipment had not been started, resulting in water entering the circuit. No patients were injured.

Manufacturer narrative:
The investigation has started. A follow-up report will be submitted upon completion.

Manufacturer narrative:
According to reports, the device experienced a mechanical ventilation failure and stopped working during use. No patients were injured. A dräger service engineer was involved in the incident. The preliminary inspection revealed that the heating unit of the anesthesia machine had not been switched on, leading to water entering the anesthesia circuit and causing a fault in the breathing valve. Additionally, the device had been in use for ten years and some maintenance components had become worn. If the inspiratory or expiratory valve disc becomes stuck, excessive flow resistance may occur in spont mode. Water residue caused the valve to become jammed and immobile, resulting in poor inspiratory and expiratory performance of the anesthesia machine (specifically in the internal system of cosy 2.6). The valve was jammed due to water residue, which was a consequence of not activating the breathing circuit heater, so the anesthesia machine only exhibited poor inspiratory and expiratory function. Monitoring functions were not affected, allowing users to continue monitoring ventilation performance and patient gas measurements. Users are required to follow the pre-use inspection procedures described in the instructions for use. The instructions for use provide information on alarms, troubleshooting, and maintenance. After the heating unit was activated and the worn components were replaced, the device operated normally.

Event description:
It is reported that the equipment has a mechanical ventilation failure and has stopped working. After inspection by the engineer, it was found that the heating device of the equipment had not been started, resulting in water entering the circuit. No patients were injured.